Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, upon the initial inflation before reaching nominal atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 1mm distal of the distal markerband. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, upon the initial inflation before reaching nominal atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.